Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a loose connector or a separation of connector and injector. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown pt. Came in for pump issues. Pt. Stated that at about 0920, her pump started beeping. She checked her pump and it stated occlusion, stopped the pump, called, and was advised to come in. Upon examination, pt's phaseal optima injector and connector are separated inside the blue cover. Nurse changed both connector and injector, port site intact, flushes easy and with good blood return. Pump restarted at about 1300. Pt. Will have a 4 hour delay.